Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pin on the 14v patient cable was confirmed. The 14v patient cable (lot number: 1101609280) was not returned for analysis; however, visual inspection of the returned heartmate 3 system controller (serial number: (B)(6) confirmed the broken pin of the patient cable. The returned controller was found to have a pin from the patient cable stuck inside the lemo connector of the controller¿s black power cable. Additional information received on 18nov2020 stated that the patient cable would not be returned and would be disposed of. A root cause for the broken pin was unable to be determined through this investigation. The power module instructions for use (IFU) under precautions section states to not force together connectors without proper alignment. Forcing together misaligned connectors may damage them. The device history records of the patient cable (lot number: 1101609280) were unable to be reviewed due to the records being unavailable and maintained by the vendor. Heartmate iii patient handbook and heartmate iii IFU under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Additionally, the heartmate iii patient handbook section 3 entitled ¿powering the system¿ instructs users to not join misaligned connectors, and to use care when connecting and disconnecting power sources. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pin from the patient cable from the power module had gotten stuck in the power cable of the patient's system controller. The vad coordinator was able to replace the patient cable and exchange the patient's controller. The controller is reported under MFR 2916596-2020-05688.